Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Supplemental rationale: 189 previously reported events are included in this follow-up record. Product return status: 43 devices were received. 146 devices were evaluated in the field.

Event description:
This report summarizes 189 malfunction events in which the device had paint chips missing. - 189 events had no patient involvement; no patient impact.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 189 events were reported for this quarter. Product return status: 7 devices were received. 146 devices were evaluated in the field. 36 device investigation types have not yet been determined. Additional information: 189 devices were not labeled for single-use 189 devices were not reprocessed or reused.

Event description:
This report summarizes 189 malfunction events in which the device had paint chips missing. 189 events had no patient involvement; no patient impact.